Event description:
It was reported that during a critical transoesophageal echocardiogram (toe) procedure, the s7-3t transducer triggered an on-screen over-temperature error banner when connected to the epiq cvx ultrasound system. After the customer switched to a second system, the same error reappeared. The physician was able to complete the catheter placement using a transthoracic approach. Additional information is being obtained to determine patient outcome. The transducer has since been removed from service, and a philips service engineer has initiated a replacement to address the customer's immediate needs. Philips has opened an investigation, and a follow-up report will be provided once the assessment is complete.